Event description:
Blood glucose results, obtained on the suspect device, are not always retained in the device's memory. No pt injury was reported technical support requested the return of the suspect product and replacement product was shipped.